Manufacturer narrative:
G4: 02jun2020; b4: 08jun2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the liquid crystal display (lcd) and the issue was resolved. The unit passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
It was reported that the unit had a white display. There was no patient involvement.